Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19908121/20380038, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient did not like where the battery was placed. It was also stated that the stimulator was no longer effective. The physician did not suspect device malfunction. The patient underwent an explant procedure.